Event description:
It was reported that (1) ecs33 was used during a low anterior resection. It was reported by the rep that the surgeon had his private lpn "go below" as the surgeon was solo md on this case. The 1st time a ecs33 was used (new conversion), by this account. They would not use sizers as the surgeon "sizes" with fingers. The surgeon used a 33mm, had lpn insert and advance and fire device. There were two large holes after firing the device. The donuts were complete. The staple line was cut out and an ecs29 was used which went well. There was no consequence to the pt.